Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that incision site is still sore and patient also noticed that right after the surgery the incision site was warm to the touch. Patient said site had been sore and warm for the last 10 days. Patient asked if that was considered normal. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.